Event description:
It was reported that an angio-seal was selected for use post cardiac catheterization. The right femoral access site was reported to be slightly high, but still in the femoral artery and below the inferior epigastric artery. Post procedure the pt developed hypotension (bp 60 mm hg) and went into shock. The physician ordered fluid infusion and blood transfusions. The pt began to stabilize and was moved to the cath lab for further analysis. The physician gained access through the left femoral artery and angiograms were taken of the right femoral artery and groin. Reportedly, blood and contrast were leaking from the right arteriotomy which had been closed with the angio-seal evolution. Blood was also seen in the peritoneal space. Manual compression was applied. The pt is reported to be stable. The physician was in training for angio-seal evolution.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.